Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that dr. Indicated fracture implant, inflammation, pt. Is over function and very used to implant tooth for chewing, with excessive force, so neck of implant broken. Inflammation. Tooth # 3.

Manufacturer narrative:
An imp,tsv,3.7,8,mtx,mg (tsvtb8) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pre-existing conditions were noted on the per are osteoporosis. The reported device was location is #16 and was used for approximately 9 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (61710138). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61710138) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up". H3: changed "yes" to "no". H10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.